Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. No patient involvement was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the device. There was no patient involvement and no patient harm reported for this complaint. Upon evaluation the fse performed preliminary checks and found the high-pressure regulator leaking. The fse replaced the regulator, high pressure helium and bushing, regulator, housing, and the issue was resolved. Helium pressure was holding and passed all tests. All safety and functional tests were completed. Device was returned to normal use. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 15 oct 2025. The failure analysis and testing dept. Received parts with a reported unit failure of a helium leak. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No helium leak can be confirmed for 0103-00-0637. 0358-00-0069 also does not have a failure confirmed either. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.